Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture, lumps, and deformation. The device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported a left side rupture, lumps, deformation diagnosed with. Later, healthcare professional reported "patient had an ultrasound of the breasts, showed implant rupture on the left" and "left breast capsular contracture, baker grade IV". Device has been explanted and replaced.